Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report the patient's wife reported the death of the patient during a phone conversation pertaining to the letter sent from cryolife announcing the launch of the proact xa study. Additional information received from the cryolife representative is as follows: "per my relationship and experience with the surgeon and his team, I have been notified that he is not willing to share information like this with me about past/closed cases." No additional information is forthcoming.

Event description:
The patient's wife reported the death of the patient during a phone conversation pertaining to the letter sent from cryolife announcing the launch of the proact xa study. Additional information received from the cryolife representative is as follows: "per my relationship and experience with the surgeon and his team, I have been notified that he is not willing to share information like this with me about past/closed cases."

Manufacturer narrative:
The manufacturing records for serial number: (B)(6) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. Attempts were made to acquire additional information from the hospital; however, per a cryolife representative, the surgeon is not willing to share information about past/closed cases. No additional response was received. Thus, we do not have a discharge summary nor any post-surgical information. Consequently, we do not have any post-operative diagnosis to indicate what, if any, contribution the valve had to the death of the patient. Although there is no evidence of valve involvement, the instructions for use for the on-x valve lists death as a possible complication of mechanical heart valve replacement [IFU]. There is insufficient information to indicate a root cause for the death of this on-x patient. There is no indication that the death is valve related. No further action is required without additional information. The review of the device history record found that the valve met all specifications and testing requirements. There were no issues found in the manufacture of the device. The root cause is: ¿there is insufficient information to indicate a root cause for the death of this on-x patient. There is no indication that the death is valve related.¿ the information given provides no evidence of valve dysfunction or any indication of a relationship between the on-x valve and the event. The IFU provides instructions about the potential adverse events associated with the use of prosthetic valves which may lead to death. The on-x heart valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. No action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.